Manufacturer narrative:
Supplemental report 02 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary CAPA-2010953 "trend observed: increase in complaints related to adhesive on ewis" has been opened on 18-sep-2024 to address all adhesive issues related to ewis product family as no specifications exist for the adhesive used on this product (design related CAPA).

Event description:
To date no additional patient or event details have been received.

Event description:
Unomedical reference number 1912088. Event occurred in the united states. It was reported that patient faced four infusion set fell off during use events on 5-jun-2024. No further information was available.

Manufacturer narrative:
Initial and final MDR 1912088 - MDR 8021545-2024-02074 - device 4 of 4. E1: patient city: (B)(4). Patient country: united states.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 8021545-2024-02074. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: "trend observed: increase in complaints related to adhesive on ewis" has been opened on 18-sep-2024 to address all adhesive issues related to ewis product family as no specifications exist for the adhesive used on this product (design related CAPA).

Event description:
To date no additional patient or event details have been received.